Event description:
It was reported that patient had a dexcom g6 continuous glucose monitor and whenever their lntellis controller was near the glucose sensor, the controller would interfere with the device and phone used for the device. The controller causes the dexcom g6 to disconnect from the phone. Pt noticed the controller would interfere with their dexcom g6 glucose monitor since last fall (pt confirmed in 2021). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).